Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively an open small bowel resection procedure, there was a bleeding from the staple line approximately on day 10 post op, the surgeon had to do a second small bowel resection to resolve the issue. Patient hospitalization was extended. Had to do sigmoidoscopy and put a clip on staple line where bleeding was detected. There was a tissue damage. They brought the patient back day 10 post op and placed a clip on the staple line. A surgical intervention was needed.

Event description:
According to the reporter, post-operatively an open small bowel resection procedure, there was a bleeding from the staple line approximately 24 hours after case. The surgeon had to do a second small bowel resection to resolve the issue. A surgical intervention was needed.